Event description:
A customer reported that during a cataract procedure, a system message displayed regarding failure of the footswitch. The case was completed using the same system following a one hr delay, however, the footswitch was exchanged. There was no harm to the pt.

Manufacturer narrative:
The customer did not request service. The customer ordered a replacement footswitch. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any relevant system messages. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause cannot be determined conclusively. (B)(4).